Event description:
It was reported by repair work order that the stretcher had reduced braking force due to worn casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.